Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-9215-1-03 universal quick connect handle broke. The universal quick connect handle distal tip snapped during the positioning of a glenoid aiming guide. The case was completed using another ar-9215-1-03 universal quick connect handle. No portion of the broken ar-9215-1-03 universal quick connect handle was left in the patient. This was discovered during a procedure on (B)(6) 2023. Additional information received on 10/26/2023: the device broke inside the patient, and the fragments were retrieved. There was no case delay.

Manufacturer narrative:
The complaint cannot be confirmed because the device cannot be visually and functionally evaluated. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.